Manufacturer narrative:
Inspected five opened/used sensors and performed visual inspection and found all five sensors with needles bent inside sensor base. Unable to confirm customer received sensors in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 310, 176, 160 and 173 mg/dl and the sensor glucose was 226 and 107 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 48 mg/dl while blood glucose was 78 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis